Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the triple lumen catheter inside ask-45703-pmm5 was reported frayed upon removal." Additional information received states "the metal fragment that was left behind inside of the vessel was part of the guidewire. No portion of the catheter from the first cvc kit was placed into the patient. According to the documentation, the patient was transferred to another facility where ir performed an uncomplicated removal of the retained fragment of guidewire with a snare." There was no reported clinical changes related to the procedure or retained guidewire. The patient's current condition is reported as "deceased" unrelated to the event.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the triple lumen catheter inside ask-45703-pmm5 was reported frayed upon removal." Additional information received states "the metal fragment that was left behind inside of the vessel was part of the guidewire. No portion of the catheter from the first cvc kit was placed into the patient. According to the documentation, the patient was transferred to another facility where ir performed an uncomplicated removal of the retained fragment of guidewire with a snare." There was no reported clinical changes related to the procedure or retained guidewire. The patient's current condition is reported as "deceased" unrelated to the event.